Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump alarmed no delivery during basal/bolus/fixed prime. Insulin finally exited from tubing with manual prime and full set change. Customer's blood glucose levels were not included in the report. Troubleshooting was done. Nothing further reported.